Manufacturer narrative:
Device evaluation of the monitor was completed. Upon investigation the monitor sd card was missing, causing the code 104 (sd card fault). The monitor ECG acquisition and pulse delivery circuitry was fully functional. The root cause of the missing sd card could not be positively identified. A missing sd card does not affect the monitor's ability to detect and treat an arrhythmia. Unavailability of retrospective ECG recordings did not cause or contribute to the this adverse event. The sd card is a data logger that only stores the patient's retrospective continuous ECG recordings. There is no real and active patient monitoring associated with the stored retrospective ECG recordings. The electrode belt has not been recovered. The device flag data from the last download (10/05/2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor: 12/30/2020, belt: 09/23/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. A review of the downloaded patient data flag files indicate that the patient received one unknown shock at 02:53:05 on the date of passing ((B)(6) 2021). The patient reportedly passed away at 8:26 am on (B)(6) 2021. The specific rhythm at the time of the treatment events is unknown. The downloaded data indicates that the device had displayed multiple service code 104 (sd card fault) flags on the days prior to the date of passing. There were no allegations of device malfunction contributing to the patient's death. The monitor sd card was missing upon receipt. The monitor passed incoming functionality testing. Reporting this event out of an abundance of caution as the rhythm at the time of the treatment events on the patient's date of death is unknown.